Event description:
Per the operating room staff, during the use of the davinci vessel sealer, an error message popped up saying 'blade may be exposed.' This message remained along with an alarm, and the vessel sealer would not retract, so it was removed from the operative field and not used. FDA safety report ID# (B)(4).